Manufacturer narrative:
The permanent cautery hook s been returned and evaluated by failure analysis. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Root cause of broken pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/ storage, during use, or during reprocessing.

Event description:
It was reported that the permanent cautery hook had exposed gray/silver wires. There was no report of patient involvement. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.